Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The device passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keeps shutting off. The insulin pump had a blank display. Customer's blood glucose level was not reported. The insulin pump alarmed failed battery test, battery out limit, and weak battery. The contacts inside the insulin pump are worn. The batteries were out of the insulin pump greater than duration allowed by the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.